Event description:
It was reported that when the patient underwent hip surgery, an acetabular prosthesis was implanted. When the ceramic-lined prosthesis was ready to be implanted, the screw in the cup could not be removed under normal operation and the ceramic lining could not be implanted properly, so the surgery had to be completed by replacing the cup to a larger prosthesis. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: china. Visual examination of the provided pictures identified the apical hole plug has scratching, remains fixed to the shell, and is stripped. Additionally the inside of the shell has scratching on the articulation surface. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the hex feature of the apical plug to be stripped. Nicks and dings were observed in the purple coating around the rim. Scratching is present on the inner radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.